Event description:
A health care professional reported that cutter did not cut during surgery. Procedure type was unknown. The surgery was successfully completed after changed the cutter. There was no information about the patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).